Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy handheld computer was not operating properly. Follow-up with the MFR rep in the area revealed that the programming handheld was "not being consistent and freezing up, and then would not communicate with several different patients' devices." The handheld in question, along with the physician's programming wand, were returned to manufacturer for product analysis. Analysis of the programming wand yielded no anomalies. Analysis of the programming handheld is not yet completed.